Manufacturer narrative:
Combination product: yes. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific provided the following information: patient came in for regular change out procedure due to battery at eri. Upon opening pocket, and yellow substance appeared, making physician believe it is infected. Physician taking cultures to see if it is infected. Generator was removed and leads capped. Patient admitted to hospital.